Event description:
Boston scientific received information that the device system detected a shock impedance measurement greater than 125 ohms. The device system was to be continued to be monitored. To date, no adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device noted no anomalies. Review of device memory found evidence of the previously reported impedance fault with a value of 127 ohms. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This device was later explanted for normal battery depletion and returned for analysis. No adverse patient effects were reported.